Event description:
It was further reported that there was oversensing with intermittent loss of capture at maximum outputs, and impedance has trended down. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a remote transmission a lead warning was observed for low impedance on the right atrial (ra) lead. The leadr emains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).